Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system was explanted due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. Analysis noted that the lead was severed in which the whole lead was not returned. The lead was also noted the trilumen insulation was abraded close to the terminal pin.